Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the objective lens was peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: although the cause is unspecified the event was most likely caused by stress of repeated use, external factors or handling. The following non-reportable malfunctions were found during the device evaluation: the distal end rubber had a pinhole leak, the distal end rubber adhesive was chipping, the tip metal part was deformed, the video connector cover was deformed, the video connector cover was cracked. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a leak. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the objective lens was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.